Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined troubleshooting with tandem technical support saying she did not need a follow up as she may just need a new pump and will follow up if need one in the future.the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.